Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. The fse called the customer and gave instructions to test wash probes. Fse followed up with a phone call the next morning and the wash probe issue was cleared but the instrument will not do substrate background check. On (B)(6) 2016, fse arrived on site and found cups were not transferred to rt lane properly, adjusted alignment of rt lane and sorter. The fse performed background checks 2 times successfully. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000la analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was wash overflow.

Event description:
On (B)(6) 2016, a customer reported a customer reported overflow sensor failure with their aia-2000la analyzer. The customer is unable to run bhcg, prog ii, prl, pth, fsh, lh ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, prog ii, prl, pth, fsh, lh ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.